Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. Treatment and patient outcome for this peritonitis event was not reported. It was unknown if pd therapy was ongoing during the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The onset of peritonitis was an unreported date in 2013. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.